Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm was received. The customer experienced an elevated blood glucose (bg) level and large ketones; no exact bg level was provided. A cartridge and infusion set change were performed resolving the occlusion. A correction bolus was delivered via the pump, a manual injection was administered and fluids were consumed to address the bg and ketone levels. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.